Manufacturer narrative:
Correction: please retract this report 2017865-2024-61551, the same issue was previously reported as 2017865-2024-61409.

Event description:
New information states this was not a complaint and was related to a different complaint.

Event description:
It was reported that the device interrogation revealed display anomaly on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient condition was unknown.

Event description:
New information noted that the physician elected to explant and replace the ICD. The patient condition was unknown.